Event description:
The manufacturer's rep reported the pt had the pump refilled with morphine 25mg/ml. Apporox 24 hours later, the pt began to experience "withdrawal type symptoms." The manufacturer's rep called for technical advice. Attempted to get additional info from the rep and none was available.